Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had repeat errors for iabp catheter restriction. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found the unit with error code 77. All connections were checked. All manifolds test passed without issues. They replaced the helium tank and ran the unit for an hour without issues. The unit passed all functional and safety tests to manufacturer specifications.

Manufacturer narrative:
E1 - event site name: (B)(6) hospital.upon completion of the investigation into this event a follow up report will be submitted.